Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low"; although a specific bg value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.